Event description:
The patient received some shocks were it was not able to arrest the arrhythmia. Undersensing on the ventricular channel was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.